Manufacturer narrative:
The product analysis result indicates that the reported fault was unable to confirm. Unable to perform temperature as bur was not seating properly inside the collet assembly and making abnormal sound. Found the hand piece cosmetically ok. Collet assembly was found faulty. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that a device overheated during ot. There was no patient involvement.